Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2021 positioning of PICC closed tip. For some time a malfunctioning catheter, no longer used. On (B)(6) 2021 the patient goes to the hospital for eccodopller aaii, given the malfunction of the catheter, nurse also performs doppler right upper limb, where there is no clear evidence of the catheter. Nurse then does a chest x-ray and then a chest CT scan for better definition. The CT shows "PICC malpositioned and folded in a loop, appreciable in correspondence with the common trunk of the pulmonary arteries, in the atrium and in the right ventricle (35cm)". Therefore, the patient is sent to hemodynamics for the removal of the catheter and subsequently admitted for monitoring.

Event description:
It was reported on (B)(6) 2021 positioning of PICC closed tip. For some time a malfunctioning catheter, no longer used. On (B)(6) 2021 the patient goes to the hospital for eccodopller aaii, given the malfunction of the catheter, nurse also performs doppler right upper limb, where there is no clear evidence of the catheter. Nurse then does a chest x-ray and then a chest CT scan for better definition. The CT shows "PICC malpositioned and folded in a loop, appreciable in correspondence with the common trunk of the pulmonary arteries, in the atrium and in the right ventricle (35cm)" therefore, the patient is sent to hemodynamics for the removal of the catheter and subsequently admitted for monitoring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter malposition was confirmed and appears to have occurred due to a break in the catheter. One 4 fr groshong catheter was returned for evaluation in two segments. A complete break was present at the 34 cm depth marker. Microscopic observation of the break surface revealed it to be compressed with an oval shape. A jagged step in the break surface was observed. The break surface was also found to be granular and uneven. The granular sections of the great surface showed evidence of stress whitening. The catheter was cut distal to the break site in order to measure the catheter wall thickness. The wall thickness was found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include blunt instrument damage, mechanical damage during handling, and damage caused by kinking. Since a complete break was noted on the returned catheter sample, the complaint is confirmed, but the exact cause remains unknown.